Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that one day after the implant procedure, the patient experienced chest discomfort and a perforation was noted, caused by the right atrial lead. The lead was explanted and not replaced. No further patient complications have been reported as a result of this event.